Event description:
It was reported that the numbers on the insulin pump were ramping without input. Customer's blood glucose reading at the time of the call was 11 mmol/l. No further information reported.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly, however moisture damage was noted on keypad traces. No ramping numbers were noted on the display. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.